Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('heavy pelvic pain') in a 39-year-old female patient who had essure (batch no. B02267) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 2 (vaginal labor). Previously administered products included for an unreported indication: oral contraceptive. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced back pain ("back pain"), alopecia ("hair loss"), breast pain ("mild breast pain"), menorrhagia ("increased menstrual flow") and uterine cyst ("uterine cyst"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital hemorrhage ("genital bleeding"), vaginal discharge ("malodourous vaginal discharge") and abdominal pain ("abdominal pain"), 5 months 3 days after insertion of essure. On (B)(6) 2020, the patient was found to have uterine leiomyoma ("intramural leiomyoma of uterus / small myoma"). On (B)(6) 2020, the patient experienced uterine polyp ("uterine polyp"). The patient was treated with azithromycin (clindal az), cefazolin (cefazolina), diclofenac potassium (lfm diclofenaco de potassio), ibuprofen (ibuprofeno), medroxyprogesterone (medroxiprogesterona), metamizole, metamizole sodium (dipirona sodica), nimesulide beta-cyclodextrine (maxsulid), secnidazole;tinidazole;tioconazole (gynopac) and surgery (essure removal via bilateral salpingectomy on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital hemorrhage, vaginal discharge, back pain, alopecia, breast pain, menorrhagia, uterine leiomyoma, uterine cyst, uterine polyp and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, breast pain, genital hemorrhage, menorrhagia, pelvic pain, uterine cyst, uterine leiomyoma, uterine polyp and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2020: lower 2.00 mcg/l, not exposed to nickel. Blood test - on (B)(6) 2020: normal. Chest x-ray - on (B)(6) 2020: x-ray was unremarkable. Human chorionic gonadotropin - on (B)(6) 2020: negative. Smear cervix - on (B)(6) 2019: squamous epithelium, negative for neoplasia, benign, reactive or reparative cell changes, inflammation, microbiology: coccobacilli. Ultrasound abdomen - on (B)(6) 2020: intense intestinal meteorism; on (B)(6) 2020: liver with normal dimensions, regular contour and homogeneous texture, presenting a diffuse elevation of its echogenicity, with posterior attenuation of the sound beam, compatible with fatty infiltration. Intense intestinal meteorism. Ultrasound scan vagina - on (B)(6) 2015: cross-sectional image of the uterus with identification of bilateral devices; on (B)(6) 2015: uterus in anterior flexion, presenting normal dimensions, regular contour and homogeneous texture, measures of the uterus 8.7x4.9x5.8 cm. Volume 130.7 cc, naboth cysts in the cervix, ovaries of usual shape and texture. Left ovary 4.4x2.3 cm, right ovary 3.9x2.1 cm, there is no evidence of free liquid in posterior bottom sac; on (B)(6) 2020: uterus in anterior flexion, presenting normal dimensions, regular contour and homogeneous texture, measures of the uterus 84x45x56 mm. Volume 112 cc, presence of a solid nodule in the intramural posterior wall measuring 21x17mm, whose main differentiated diagnosis includes leiomyoma, centered endometrium, measuring 3mm in thickness, presenting images compatible with the essure device in its mid and deep part. Left ovary 32x13 mm, right ovary 31x19 mm, there is no evidence of free liquid in the posterior bag bottom; on 10-ap(B)(6) r-2020: uterus in anterior flexion, presenting normal dimensions, regular contour and homogeneous texture, measures of the uterus 77x45x56 mm. Volume 112 cc, presence of a solid nodule in the intramural posterior wall measuring 22x16mm, whose main differentiated diagnosis includes leiomyoma, centered endometrium, measuring 9mm in thickness, measuring 8.0 mm whose differentiated diagnosis includes polyp. Transverse image of the right uterine horn with identification of the device on its linear axis, however the proximal end that crosses the myometrium in the interstitial portion of the right tube it is positioned largely in the endometrial cavity. Presence of an essure device implanted on the right. Left ovary 25x17 mm, right ovary 20x15 mm, there is no evidence of free liquid in the posterior bag bottom. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 22-apr-2021: new event was added: abdominal pain; lab test was added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('heavy pelvic pain') in a 39-year-old female patient who had essure (batch no. B02267) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 2 (vaginal labor). Previously administered products included for an unreported indication: oral contraceptive. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced back pain ("back pain"), alopecia ("hair loss"), breast pain ("mild breast pain"), menorrhagia ("increased menstrual flow") and uterine cyst ("uterine cyst"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("genital bleeding") and vaginal discharge ("malodourous vaginal discharge"), 5 months 3 days after insertion of essure. On (B)(6) 2020, the patient was found to have uterine leiomyoma ("intramural leiomyoma of uterus / small myoma"). On (B)(6) 2020, the patient experienced uterine polyp ("uterine polyp"). The patient was treated with azithromycin (clindal az), cefazolin (cefazolina), diclofenac potassium (lfm diclofenaco de potassio), ibuprofen (ibuprofeno), medroxyprogesterone (medroxiprogesterona), metamizole, metamizole sodium (dipirona sodica), nimesulide beta-cyclodextrine (maxsulid), secnidazole;tinidazole;tioconazole (gynopac) and surgery (essure removal via bilateral salpingectomy on (B)(6) 2020). Essure was removed on (B)(6)2020. At the time of the report, the pelvic pain, genital haemorrhage, vaginal discharge, back pain, alopecia, breast pain, menorrhagia, uterine leiomyoma, uterine cyst and uterine polyp outcome was unknown. The reporter considered alopecia, back pain, breast pain, genital haemorrhage, menorrhagia, pelvic pain, uterine cyst, uterine leiomyoma, uterine polyp and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2020: lower 2.00 mcg/l, not exposed to nickel. Chest x-ray - on (B)(6) 2020: x-ray was unremarkable. Human chorionic gonadotropin - on (B)(6) 2020: negative. Smear cervix - on (B)(6) 2019: squamous epithelium, negative for neoplasia, benign, reactive or reparative cell changes, inflammation, microbiology: coccobacilli. Ultrasound abdomen - on (B)(6) 2020: intense intestinal meteorism; on (B)(6) 2020: liver with normal dimensions, regular contour and homogeneous texture, presenting a diffuse elevation of its echogenicity, with posterior attenuation of the sound beam, compatible with fatty infiltration. Intense intestinal meteorism. Ultrasound scan vagina - on (B)(6) 2015: cross-sectional image of the uterus with identification of bilateral devices; on (B)(6) 2015: uterus in anterior flexion, presenting normal dimensions, regular contour and homogeneous texture, measures of the uterus 8.7x4.9x5.8 cm. Volume 130.7 cc, naboth cysts in the cervix, ovaries of usual shape and texture. Left ovary 4.4x2.3 cm, right ovary 3.9x2.1 cm, there is no evidence of free liquid in posterior bottom sac; on (B)(6) 2020: uterus in anterior flexion, presenting normal dimensions, regular contour and homogeneous texture, measures of the uterus 84x45x56 mm. Volume 112 cc, presence of a solid nodule in the intramural posterior wall measuring 21x17mm, whose main differentiated diagnosis includes leiomyoma, centered endometrium, measuring 3mm in thickness, presenting images compatible with the essure device in its mid and deep part. Left ovary 32x13 mm, right ovary 31x19 mm, there is no evidence of free liquid in the posterior bag bottom; on (B)(6) 2020: uterus in anterior flexion, presenting normal dimensions, regular contour and homogeneous texture, measures of the uterus 77x45x56 mm. Volume 112 cc, presence of a solid nodule in the intramural posterior wall measuring 22x16mm, whose main differentiated diagnosis includes leiomyoma, centered endometrium, measuring 9mm in thickness, measuring 8.0 mm whose differentiated diagnosis includes polyp. Transverse image of the right uterine horn with identification of the device on its linear axis, however the proximal end that crosses the myometrium in the interstitial portion of the right tube it is positioned largely in the endometrial cavity. Presence of an essure device implanted on the right. Left ovary 25x17 mm, right ovary 20x15 mm, there is no evidence of free liquid in the posterior bag bottom. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 23-feb-2021: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('heavy pelvic pain') in a 39-year-old female patient who had essure (batch no. B02267) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 2 (vaginal labor). Previously administered products included for an unreported indication: oral contraceptive. On (B)(6)2015, the patient had essure inserted. In 2015, the patient experienced back pain ("back pain"), alopecia ("hair loss"), breast pain ("mild breast pain"), heavy menstrual bleeding ("increased menstrual flow") and uterine cyst ("uterine cyst"). On (B)(6)2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("genital bleeding"), vaginal discharge ("malodourous vaginal discharge") and abdominal pain ("abdominal pain"), 5 months 3 days after insertion of essure. On (B)(6)2020, the patient was found to have uterine leiomyoma ("intramural leiomyoma of uterus / small myoma"). On (B)(6)2020, the patient experienced uterine polyp ("uterine polyp"). The patient was treated with azithromycin (clindal az), cefazolin (cefazolina), diclofenac potassium (lfm diclofenaco de potassio), ibuprofen (ibuprofeno), medroxyprogesterone (medroxiprogesterona), metamizole, metamizole sodium (dipirona sodica), nimesulide beta-cyclodextrine (maxsulid), secnidazole;tinidazole;tioconazole (gynopac) and surgery (essure removal via bilateral salpingectomy on (B)(6)2020). Essure was removed on (B)(6)2020. At the time of the report, the pelvic pain, genital haemorrhage, vaginal discharge, back pain, alopecia, breast pain, heavy menstrual bleeding, uterine leiomyoma, uterine cyst, uterine polyp and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, breast pain, genital haemorrhage, heavy menstrual bleeding, pelvic pain, uterine cyst, uterine leiomyoma, uterine polyp and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6)2020: lower 2.00 mcg/l, not exposed to nickel. Blood test - on (B)(6)2020: normal. Chest x-ray - on (B)(6)2020: x-ray was unremarkable. Human chorionic gonadotropin - on (B)(6)2020: negative. Smear cervix - on (B)(6)2019: squamous epithelium, negative for neoplasia, benign, reactive or reparative cell changes, inflammation, microbiology: coccobacilli. Ultrasound abdomen - on (B)(6)2020: intense intestinal meteorism; on (B)(6)2020: liver with normal dimensions, regular contour and homogeneous texture, presenting a diffuse elevation of its echogenicity, with posterior attenuation of the sound beam, compatible with fatty infiltration. Intense intestinal meteorism. Ultrasound scan vagina - on (B)(6)2015: cross-sectional image of the uterus with identification of bilateral devices; on (B)(6)2015: uterus in anterior flexion, presenting normal dimensions, regular contour and homogeneous texture, measures of the uterus 8.7x4.9x5.8 cm. Volume 130.7 cc, naboth cysts in the cervix, ovaries of usual shape and texture. Left ovary 4.4x2.3 cm, right ovary 3.9x2.1 cm, there is no evidence of free liquid in posterior bottom sac; on (B)(6)2020: uterus in anterior flexion, presenting normal dimensions, regular contour and homogeneous texture, measures of the uterus 84x45x56 mm. Volume 112 cc, presence of a solid nodule in the intramural posterior wall measuring 21x17mm, whose main differentiated diagnosis includes leiomyoma, centered endometrium, measuring 3mm in thickness, presenting images compatible with the essure device in its mid and deep part. Left ovary 32x13 mm, right ovary 31x19 mm, there is no evidence of free liquid in the posterior bag bottom; on (B)(6)2020: uterus in anterior flexion, presenting normal dimensions, regular contour and homogeneous texture, measures of the uterus 77x45x56 mm. Volume 112 cc, presence of a solid nodule in the intramural posterior wall measuring 22x16mm, whose main differentiated diagnosis includes leiomyoma, centered endometrium, measuring 9mm in thickness, measuring 8.0 mm whose differentiated diagnosis includes polyp. Transverse image of the right uterine horn with identification of the device on its linear axis, however the proximal end that crosses the myometrium in the interstitial portion of the right tube it is positioned largely in the endometrial cavity. Presence of an essure device implanted on the right. Left ovary 25x17 mm, right ovary 20x15 mm, there is no evidence of free liquid in the posterior bag bottom. Lot number:b02267 manufacture date: 2013-02 expiration date: 2016-02. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 5-may-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('heavy pelvic pain') in a (B)(6)-year-old female patient who had essure (batch no. B02267) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 2 (vaginal labor). Previously administered products included for an unreported indication: oral contraceptive. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced back pain ("back pain"), alopecia ("hair loss"), breast pain ("mild breast pain"), menorrhagia ("increased menstrual flow") and uterine cyst ("uterine cyst"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("genital bleeding") and vaginal discharge ("malodourous vaginal discharge"), 5 months 3 days after insertion of essure. On (B)(6) 2020, the patient was found to have uterine leiomyoma ("intramural leiomyoma of uterus / small myoma"). On (B)(6) 2020, the patient experienced uterine polyp ("uterine polyp"). The patient was treated with azithromycin (clindal az), bromopride (bromoprida), cefazolin (cefazolina), diclofenac potassium (lfm diclofenaco de potassio), dimeticone (luftal), ibuprofen (ibuprofeno), medroxyprogesterone (medroxiprogesterona), metamizole sodium (dipirona sodica), nimesulide beta-cyclodextrine (maxsulid), secnidazole;tinidazole;tioconazole (gynopac) and surgery (essure removal via bilateral salpingectomy on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, vaginal discharge, back pain, alopecia, breast pain, menorrhagia, uterine leiomyoma, uterine cyst and uterine polyp outcome was unknown. The reporter considered alopecia, back pain, breast pain, genital haemorrhage, menorrhagia, pelvic pain, uterine cyst, uterine leiomyoma, uterine polyp and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2020: lower 2.00 mcg/l, not exposed to nickel. Chest x-ray - on (B)(6) 2020: x-ray was unremarkable. Human chorionic gonadotropin - on (B)(6) 2020: negative. Smear cervix - on (B)(6) 2019: squamous epithelium, negative for neoplasia, benign, reactive or reparative cell changes, inflammation, microbiology: coccobacilli. Ultrasound abdomen - on (B)(6) 2020: intense intestinal meteorism; on (B)(6) 2020: liver with normal dimensions, regular contour and homogeneous texture, presenting a diffuse elevation of its echogenicity, with posterior attenuation of the sound beam, compatible with fatty infiltration. Intense intestinal meteorism. Ultrasound scan vagina - on (B)(6) 2015: cross-sectional image of the uterus with identification of bilateral devices; on (B)(6) 2015: uterus in anterior flexion, presenting normal dimensions, regular contour and homogeneous texture, measures of the uterus 8.7x4.9x5.8 cm. Volume 130.7 cc, naboth cysts in the cervix, ovaries of usual shape and texture. Left ovary 4.4x2.3 cm, right ovary 3.9x2.1 cm, there is no evidence of free liquid in posterior bottom sac; on (B)(6) 2020: uterus in anterior flexion, presenting normal dimensions, regular contour and homogeneous texture, measures of the uterus 84x45x56 mm. Volume 112 cc, presence of a solid nodule in the intramural posterior wall measuring 21x17mm, whose main differentiated diagnosis includes leiomyoma, centered endometrium, measuring 3mm in thickness, presenting images compatible with the essure device in its mid and deep part. Left ovary 32x13 mm, right ovary 31x19 mm, there is no evidence of free liquid in the posterior bag bottom; on (B)(6) 2020: uterus in anterior flexion, presenting normal dimensions, regular contour and homogeneous texture, measures of the uterus 77x45x56 mm. Volume 112 cc, presence of a solid nodule in the intramural posterior wall measuring 22x16mm, whose main differentiated diagnosis includes leiomyoma, centered endometrium, measuring 9mm in thickness, measuring 8.0 mm whose differentiated diagnosis includes polyp. Transverse image of the right uterine horn with identification of the device on its linear axis, however the proximal end that crosses the myometrium in the interstitial portion of the right tube it is positioned largely in the endometrial cavity. Presence of an essure device implanted on the right. Left ovary 25x17 mm, right ovary 20x15 mm, there is no evidence of free liquid in the posterior bag bottom. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.